Event description:
Reference MFR report number: 1627487-2019-00790. Additional information received that patient underwent surgical intervention on (B)(6) 2019 where in both leads were explanted and replaced.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00790. It was reported that stimulation on the leads was reducing on its own. Diagnostics revealed high impedances on all of the patient's leads. As a result, surgery may be pending to address the issue.